Manufacturer narrative:
We inspected one opened/used sensor and found insertion needle hub separated from sensor base. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. We were unable to perform insertion complaint due to customer return sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor broke during insertion. Customer states that the instructional book that was usually used was not used during insertion. Customer's blood glucose was 171 mg/dl. Sensor would be delivered.